Event description:
It was reported by the patient that she underwent a hysterectomy with bladder reconstruction in (B)(6) 2008 and an obturator sling was implanted. The patient was having the hysterectomy and an urologist was consulted, who stated she needed the reconstruction but the patient denied having any urinary issues at that time. At the end of 2009 or the beginning of 2010, the patient started to have urinary tract infections and was told by a physician that it may be related to the mesh. A mesh erosion was seen by a physician in (B)(6) 2011. The patient reported that she needs an additional surgery to remove the mesh due to the erosion. Additional information has been requested.

Manufacturer narrative:
(B)(4) - mesh exposure . Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.